Event description:
The manufacturer received information alleging a ventilator's leak value was high. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs to be replaced to address the issue.